Event description:
(B)(4). Bloating, back pain, pelvic pain, heavy periods, migraines, abdominal pain, hip and leg pain on right side, blurred vision, dizziness, heart palpitations, weight gain and inability to lose weight, swelling of feet and legs